Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted there was found tissue covered the helix. This finding related to the complaint, but it is not the lead performance failure. The helix was found damage at implant, and it was not related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the pacing lead had tissue stuck in the helix and could not be removed. The pacing lead was attempted/not used. No patient complications have been reported as a result of this event.